Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date device received: unknown. The date the investigation was opened has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 71354 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® 4nc 0.129m blood collection tubes esr-367741-improper assembly